Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an attempt was made to deploy a mitraclip xt. During placement, the clip¿s axis shifted within the left ventricle. As a result, the clip was retracted back into the left atrium. During retraction, the clip interacted with the chordae, resulting in a new prolapse at the p2 segment. The first clip was then successfully deployed to address the central jet. An attempt was subsequently made to deploy a mitraclip ntw. During leaflet grasping, a widening of the indentation was observed. This made leaflet capturing difficult. As a result, the mr increased, and the clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury is a cascading effect from the reported difficult to remove from anatomy. The reported unchanged mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a